Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report. (B)(4). The device will be examined by sales organisation lbb, brazil

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination by our sales organization : the provided sample was tested according the requirements of technical safety check as well as a flow test was performed. Conclusion: the device is working according to its specification.